Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient's spouse indicated that the patient's device has shifted twice. It was further reported that the patient experienced pain and discomfort after the device implant, and as a result, the device pocket was revised. After the revision, the patient developed a hematoma. The device remains in use. No patient complications have been reported as a result of this event.